Event description:
It was reported that prior to the coronary artery interventional procedure, the stent of a 3.5 x 38 rx xience prime stent delivery system (sds) dislodged from the balloon and was found inside of the protective balloon sheath. Reportedly, during unpackaging, the protective sheath had not been difficult to remove. Another unspecified device was used in completing the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the dislodged stent implant was returned for evaluation, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.